Event description:
Pt presented with chest pain. Cardiologist had diagnostic testing performed to detect a foreign body in the heart. A surgical explant procedure was performed to remove a strut from underneath the left anterior descending artery that had become separated from a vena cava filter. Procedure was performed based on surgeon analysis that the surgery presented less risk than the potential for migration and devastating outcomes. Pt had a full recovery and was fit for release sooner than anticipated.